Event description:
It was reported that the patient was admitted to the hospital for pain management. Additional information has been requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).